Manufacturer narrative:
Based on the claim against the product by the customer noting non recoverable fault, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue. The fse replaced the isi core controller (icc) to correct the reported issue. The system was tested and verified as ready for use. The complaint regarding non recoverable fault was confirmed by field evaluation, which indicates that the device did contribute to the customer reported issue. Intuitive surgical, inc. (Isi) requested the return of the device for further evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the non-recoverable error 40014 occurred. The site rebooted the system, but error pop up after 2-3 minutes on successful reboot. The technical support engineer (tse) reviewed logs and found issue with vision side cart (vsc) core side. The tse suggested to use another vsc cart from other system. The procedure was converted to another da vinci system and completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed that the procedure was completed using another vision side cart (vsc). The site did not share the patient information.

Manufacturer narrative:
The intuitive surgical, inc. (Isi) core controller (icc) was returned and evaluated by the failure analysis (fa) team. The failure analysis investigations replicated and confirmed the customer reported complaint of non-recoverable fault error 41014. The icc was installed into the testing system and failed at start up.

Event description:
Refer to h10/h11 for follow-up information.